Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("tiredness") and eye haemorrhage ("redness/bloodiness of eyes") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low blood pressure. Concurrent conditions included meniere's disease, ms, borrelia infection and neuroborreliosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required), eye haemorrhage (seriousness criterion medically significant), tinnitus ("tinnitus"), vertigo ("vertigo"), visual impairment ("visual disorder"), eye disorder ("symptoms in eyes"), asthenia ("weakness"), mental impairment ("brain fog/ deteriorate of memory"), paraesthesia ("continuous tingling of skin especially in legs (also in hands)"), chills ("chills"), arrhythmia ("arrhythmia"), pollakiuria ("feeling of frequent urination"), loss of libido ("lack of sexual desire"), anaemia ("anemia"), headache ("increased headache"), vision blurred ("difficult to target the vision"), constipation ("constipation"), flatulence ("flatulence") and blood pressure decreased ("blood pressure decreased"). The patient was treated with surgery (essure removal planned to (B)(6) 2017 (hysterectomy, fallopian tubes removal with essure implants)). At the time of the report, the fatigue, eye haemorrhage, tinnitus, vertigo, visual impairment, eye disorder, asthenia, mental impairment, paraesthesia, chills, arrhythmia, pollakiuria, loss of libido, anaemia, headache, vision blurred, constipation, flatulence and blood pressure decreased outcome was unknown. The reporter provided no causality assessment for anaemia, arrhythmia, asthenia, blood pressure decreased, chills, constipation, eye disorder, eye haemorrhage, fatigue, flatulence, headache, loss of libido, mental impairment, paraesthesia, pollakiuria, tinnitus, vertigo, vision blurred and visual impairment with essure. The reporter commented: a patient reports about her symptoms during essure. Different kind of symptoms have started a little by little but more clear symptoms started 5 years ago. She has visited doctors 70 times (part of these are phone conversations) during last 5 years. She is now getting to essure removal operation on (B)(6) 2017 (hysterectomy, fallopian tubes removal with essure implants). Diagnostic results: ultrasound of heart performed, exercise test and holter-test performed, thyroid gland values tested several times, monitoring of sleep performed, blood tests (for example hb and ferritin) taken several times. Electroneuromyography of feet performed. Nothing abnormal has been found in any tests/examinations except hemoglobin would be low if she did not take iron tablets. She has been eaten iron tablets for last 3 years. She has always had quite low blood pressure but now it has decreased further. Arrhythmia has been noticed but structurally the heart has diagnosed to be healthy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-nov-2017 for the following meddra preferred terms: fatigue. The analysis in the global safety database revealed 267 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.